Event description:
On (B)(6) 2010, the pt was implanted with four gore excluder aaa endoprostheses. On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis aortic extender component.

Manufacturer narrative:
The root causes of the intervention is unk. The review of the mfg paperwork verified that this lot met all pre-release specifications.